Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited infinite impedance, and a lead fracture was suspected. The right ventricular (rv) lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular lead alert "sounded" for short v-v intervals and there was probable noise. Re-programming of the parameters was performed and follow up at the clinic the next day revealed an increase in impedance. Several weeks later the patient was seen in clinic and the impedance was noted to have ¿jumped.¿ the patient was scheduled for a lead revision. Prior to the procedure, noise was able to be reproduced with pocket manipulation but not with arm movements. The physician tested the lead with the analyzer and no noise or oversensing was noted while the lead was being manipulated by the physician. The lead was re-inserted into the device and manipulation of the device reproduced noise. A new device was implanted and the lead remained in use. All measurements at the end of the procedure were noted to be stable and within normal limits, and there was no noise that could be reproduced with the new device and lead. Five days after the revision procedure, an alert was triggered for short v-v interval and non-sustained episodes. The noise could not be reproduced with vigorous device manipulation or arm movements and exercise. Reprogramming was performed and the lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The pacing portion of the lead displayed high impedance. Re-programming was performed and no patient complications have been reported as a result of this event.